Event description:
Patient presented for an elective peripheral arteriography for increasing claudication of the bilateral lower extremities. The physician was unable to access the right and left external iliac arteries due to occlusion. The physician was able to successfully place a sheath in the left brachial artery and advance a pigtail catheter with some difficulty into the distal abdominal aorta. During the arteriography, there appeared to be some leaking in the left external iliac artery.